Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the clamp on the heat exchanger was loose causing product tank tube to leak.